Manufacturer narrative:
The insulin pump was received with all operating currents within specification and the unit passed functional testing including the rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test. No excessive no delivery alarms were noted. There was no cosmetic damage noted as well.

Event description:
The customer reported via phone call that she was having trouble with her insulin pump and that her blood glucose has been running high. The patient ended up in the ER for a blood glucose exceeding 600 mg/dl. She had been bolusing all day but her blood glucose remained high. The patient was treated with fluids and she had her blood drawn. Troubleshooting was declined. The insulin pump was returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.